Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval and the investigation is underway.

Event description:
It was reported that after an inflation in the upper arm, a pta balloon catheter became stuck within the sheath during removal. The catheter and the sheath were removed together as a single unit. Another sheath was inserted and another balloon catheter was used to complete the procedure. No pt injury was reported.